Event description:
It was reported that the pump housing was damaged by a baseball resulting in difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.